Manufacturer narrative:
Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician replaced the battery to address the reported issue and sent the defective battery to vyaire medical for failure analysis. Failure analysis results: the supplier manufacturing defect was found by the supplier that the battery separator was damaged due to an extrusion, during welding.

Manufacturer narrative:
Vyaire medical complaint number: (B)(4). This device is currently in house at a vyaire medical authorized service center and is awaiting investigation. Once evaluated, a follow-up medwatch report will be submitted with the results.

Event description:
It was reported to vyaire medical that the ventilator was alarming "battery low" and would only last 10 minutes. There was no report of any patient involvement associated with this reported event.